Manufacturer narrative:
Gas loss alarm occurred, customer followed the help screen and confirmed the tubing was clear and connections were tight. And pressed iab fill and resumed therapy. Esp personnel told her those were the correct steps to resolve the issue. They stated the patient was on the ventilator with 5 of peep. Esp personnel explained this could contribute to the alarm.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - e1 (event site state), h6(type of investigation) when esp personnel called back, the nurse had followed the guidance on the help screen, confirmed that the tubing was clear, and ensured all connections were secure. She pressed the iab fill button and successfully resumed therapy. Esp personnel confirmed that these were the appropriate steps to resolve the issue. She stated that the patient was ventilated with a peep of 5, and esp personnel explained that this could contribute to the alarm.

Event description:
N/a.